Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, when placing the oral anvil and the delivery tube was going down the esophagus, the anvil detached from the delivery tube. The anesthetist could get the anvil to come up with the suture guide. The surgeon tried to fix the anvil back to the delivery tube but the retaining suture broke, the white component did not fit properly within the delivery tube and it was kind of loose. Another oral anvil was used to resolve the issue in order to complete the case. As the surgical field had been contaminated, they decided to start earlier the antibioprophylaxy. There was no patient injury.